Manufacturer narrative:
(B)(4).

Event description:
It was reported "iab rupture". Additional information stated "axillary inserted catheter for pre transplant patient. Blood was noted in the helium driveline tubing. As a result, the catheter was removed, and new iab inserted. There was no report of patient complications, serious injury or death". Patient condition reported as "fine" post procedure.

Event description:
It was reported "iab rupture". Additional information stated "axillary inserted catheter for pre transplant patient. Blood was noted in the helium driveline tubing. As a result, the catheter was removed, and new iab inserted. There was no report of patient complications, serious injury or death". Patient condition reported as "fine" post procedure.

Manufacturer narrative:
Qn#(B)(4). The reported complaint of iab blood in the helium pathway is confirmed. The sample was returned for investigation. The serial number recorded on the complaint report matches the serial number on the returned sample. Returned for investigation was a 50cc 8.0fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in the supplied return kit and was in a sealed bio-hazard bag. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The iabc central lumen was noted damaged and confirmed broken, at approximately 9.5cm from the iabc luer end, which can cause blood to enter the helium pathway. The cause of the central lumen break could not be confidently determined, but a potential cause is patient or user related. A dried green media was noted on the hemostasis cuff and cath-guard. Dried blood was noted within the helium pathway. Dried blood was noted on the exterior surfaces of the iabc. The bladder thickness was measured at six points with measurements ranging from 0.0070in-0.0079in and was within specification of internal process documents. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with internal quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in the bladder inflation and air was also noted from the iabc short driveline tubing. The results are consistent with the previously noted broken central lumen. The iabc was leak tested in accordance with testing methods from internal manufacturing procedure. A leak was immediately detected from the iabc luer end. The leak from the iabc luer end is consistent with the previously noted broken central lumen. The iabc was leak tested again, with the iabc luer end blocked off, and no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire was not able to advance at approximately 72.8cm from the iabc distal tip, which is the location of the central lumen break. Some blood exited with the guidewire. The guidewire was front loaded through the iabc luer. The guidewire was not able to advance at approximately 9.4cm from the iabc luer end, which is the location of the central lumen break. Some blood exited with the guidewire. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken central lumen. The root cause of the broken central lumen is undetermined. No further action required at this time. This will be monitored for any developing trends.